Manufacturer narrative:
This supplemental report is being submitted to provide the details regarding the in-service performed for user facility's bf-q180 scopes. The endoscopic support specialist (ess) visited the user facility on 12/10/2015 to observe the facility's reprocessing methods and found no deviation from the olympus reprocessing manual.

Manufacturer narrative:
The device referenced in this report was not returned to olympus and has been retained by the user facility legal department. The exact cause of the patient's outcome cannot be conclusively determined at this time. As part of our investigation into this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing method. However, the user facility has not scheduled a date for the recommended in-service at this time. If additional information becomes available at a later time, this report will be supplemented. Cross-reference MFR. Report number: 2951238-2015-00615.

Event description:
Olympus received a voluntary medwatch report (mw5057769), which stated "infrequently identified organism isolated on 2 ICU patients. Initial investigation reports patients underwent bronchoscopy with olympus scope bfq180, serial number (B) (4), high level disinfection used between used, surveillance and microbiology testing in progress. Olympus manufacturer notified." Olympus was further informed that two patients cultured positive for pseudomonas pudita while in the ICU after undergoing bronchoscopy procedures. It was reported that one of the patient's had previously underwent a bronchoscopy procedure with no growth. That same patient returned to the user facility on (B)(6) 2015 for a second bronchoscopy procedure and shortly thereafter began to experience infection-like symptoms. It was reported that the second patient underwent a similar procedure on (B)(6) 2015 and also began to show symptoms of infection. Both patients and the bronchoscope were cultured and were found positive for the same microorganism. It is unknown if either of the two patients received any medical treatment or required any surgical intervention. In addition, there was a third patient who underwent a bronchoscopy using the same device, but was not cultured and there is no confirmation of infection. The scope was quarantined on (B)(6) 2015 after the third procedure and remains out of service.

Manufacturer narrative:
Report number and provide additional information. Additional information received states that the user facility utilizes the following high level disinfectants: steris prolystica enzymatic, tergal 800 detergent and cidex opa as well as a non-olympus automatic endoscope reprocessor (custom ultrasonic aer 83 + 2). The facility utilizes an olympus single use brush (model: unknown) and non-olympus single use brushes manufactured by us endoscopy ((B)(4)) on the scope. The facility also, reported that after the scope was reprocessed air and alcohol was flushed into the channel of the endoscope. Additionally, an olympus leak tester (model# mu-1) was used for leak testing. There were no problems noted with the account's aer. Furthermore, the facility reports that twice per year the site undergoes an olympus in-service and documented training visits. If additional information is received at a later time this report will be supplemented accordingly. Please cross reference MFR. Report number: 2951238-2015-00615.